Event description:
Hcp reported the patient was having trouble with increased spasticity in spite of increased baclofen doses. A large leak was discovered at the connector of pump and catheter and the pump was replaced. The medication was left at the pre-replacement concentration of 2000 mcg/ml, but was delivered at the lowest dose possible. The patient was increasingly somnolent and was unable to be awoken. The patient was admitted to the hospital and the pump was turned off 20 minutes after arrival. By the afternoon of the next day, the patient was alert and was transferred to rehab for an overnight observation stay. The pump was turned on 28 hours post event and was programmed currently at a constant 50 mcg/day. Since the pump replacement and dose changes, the patient is reported to be doing fine.